Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag from lot # 0027372. Customer states that when the needle shield was removed, the needle hub stayed in the shield and that when they pressed the plunger down into the vial, the plunger would not move. The returned syringe was tested and the hub assembly did not separate from the barrel when the shield was removed. The plunger rod was also able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issues are unconfirmed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated and the plunger was unable to move. The following information was provided by the initial reporter: material no:328512 batch no: 0027372 verbatim: consumer reported found 2 syringes with issues - 1 when removed needle shield needle hub stayed in shield. He replaced back onto the syringe and was able to use this syringe - discarded occd date unknown. Consumer reported with 2nd syringe from this box pulled plunger back to place air into vial. When pressed the plunger down in vial plunger would not move occd date 10/10/2020.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated and the plunger was unable to move. The following information was provided by the initial reporter: material no:328512, batch no: 0027372. Verbatim: consumer reported found 2 syringes with issues - 1 when removed needle shield needle hub stayed in shield. He replaced back onto the syringe and was able to use this syringe - discarded occd date unknown. Consumer reported with 2nd syringe from this box pulled plunger back to place air into vial. When pressed the plunger down in vial plunger would not move occd date (B)(6) 2020.